Event description:
According to the reporter: went to fire the staples but the staples did not deploy. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used. Tissue was cut before realizing tissue was not stapled.

Manufacturer narrative:
(B)(4).